Event description:
The pt's wife reported the pt last received stimulation between two and four months ago; stimulation could not be turned on. The recharger screen showed power-on-reset and a message appeared to call the doctor. The ipg was last recharged between two to four months ago. Recharging recommendations were reviewed and the pt was referred to the company rep. The medtronic rep reported the pt last received stimulation between four and five months ago. Pt compliance was indicated as the reason for the over-discharged battery; the pt had turned the stimulator off after he began to feel better and hadn't continued to recharge the ipg. The battery history of being over-discharged was unknown. The rep had instructed the pt to perform a physician mode recharge. There was no reported injury to the pt.